Manufacturer narrative:
This report is submitted on october 8. 2020.

Event description:
Per the surgeon, the patient experienced skin overgrowth that was treated with oral and topical antibiotics. The implant remains in-situ.

Manufacturer narrative:
It has now been reported that the abutment was removed under a general anaesthetic.this report is submitted on november 13, 2020.